Event description:
Reported by the customer as: "infusion is off." Moog clinical nurse spoke with customer and learned that the device was used in labor and delivery and was programmed to deliver 10 ml/hr of fentanyl and ruprivacaine but delivered only 1 ml/hr.

Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: a standard set of functional performance tests were completed on the device, which includes volumetric accuracy, bolus and sensor performance. Conclusions: the performance tests could not duplicate or confirm the accuracy issue. Cause is unknown.